Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation reload set 161, this situation occurred during prime. The technical service representative (tsr) assisted the home patient (hp) by advising the hp to cycle the power and then start over with new supplies because the (tsr) found during troubleshooting that the alarm may have been caused by a cracked cassette. No pt injury or medical intervention was reported.

Manufacturer narrative:
The sample availability is unknown at this time. Should the sample become available, a follow-up medwatch will be submitted.